Event description:
A nurse called to report the customer was hospitalized for high bs. The nurse informed that the customer was admitted with high bgs passing large ketones. The customer is impaired and had a leg amputated six weeks prior to the event. The customer remained on the pump and the nurse found that the infusion set came out. Assisted the nurse in inserting the set. The lead screw test passed and the parameters on the pump were correct.